Event description:
The service report shows the customer noted there was no audible alarm during est. The mallinckrodt customer support engineer (cse) verified there was no audible alarm. The cse inspected the device and replaced the wire harness assembly and the power switch. The unit passed extended set testing.